Event description:
Spoke to husband who states pump with serial number (B)(6) read an error code earlier. Husband could not recall error code but states it started with '12'. Husband states that this pump also displayed incorrect res volume of 1ml, ad incorrect air detector and upstream sensor values. Husband states patient was using pump at the time, but did not cause patient injury. Device will be returned and replaced.